Manufacturer narrative:
The customer has not had additional issues. The root cause may be a shipping error. Product labeling states to store the reagent kit upright in order to ensure complete availability of the microparticles during automatic mixing prior to use.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for elecsys hbsag immunoassay. It was suspected that the reagent had been shipped on its side as the customer found microbeads on the lids of the reagent packs. The customer provided one example of a discrepant hbsag patient result on the cobas 8000 e 602 module serial number (B)(4). The initial result was non-reactive (actual result not provided). The repeat result was reactive (actual result not provided). Repeat testing was performed on another analyzer and deemed to be correct. The discrepant result was reported outside the laboratory however there was no adverse event. The customer declined a service visit.